Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station displayed an error indicating that a unit was missing. A technical support specialist dialed into station and found there was no error message displayed in the station. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station displayed an error indicating that a unit was missing, and there were no units available in the drop-down menu. This issue resulted in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.